Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device is seen intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare provider reported left side capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare provider reported left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, observed 40 mm dark patch edge material inside gel device and weight to the spec. Cloudy in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare provider reported left side capsular contracture baker grade iii. Device has been explanted.